Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the system log file showed that a frame grabber card initialization error in the flex vision pc resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the system. The frame grabber card in the flex vision pc failed. To resolve the reported issue, the fse manually started the flex vision pc and advised the customer on temporary usage instructions to restart the system once daily and leave it on overnight. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the issue, philips has initiated a medical device correction z-1144-2024 . The codes were updated based on the investigation outcome.